Event description:
It was reported that pump displayed malfunction alarm code malf 0, which recurred even after reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, confirmed use of mobile app so logs could be uploaded, and was provided replacement pump under warranty; customer planned to contact healthcare provider regarding backup insulin therapy, was instructed to place malfunctioning pump in storage mode and return it with pre-paid label, and understood need to reprogram pump settings and reconnect cgm to replacement pump.